Event description:
Consumer reported after giving the injection, clinician went to twist off the needle and one of the metal prongs was sticking out which resulted in a needle stick injury.

Manufacturer narrative:
No product return is anticipated as complaint indicates that the product has been discarded. Unable to run complaint history check or device history review as lot number is unk. Regulatory complaince will continue to monitor on monthly trend reports.